Manufacturer narrative:
Corrected data: d9 and g2. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device activated the output in seal & cut mode for/after a transection of tissue. Or the tissue pad was excessively heated due to friction between the grasping section and the probe tip. Thus, causing the tissue pad to be partially peeled away. The event can be prevented by following the instructions for use which state: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic surgical device probe came off; it did not fall into the patient. The issue resulted in 3-5 minutes delay to get a replacement device. The issue occurred in the middle of a therapeutic laparoscopic assisted vaginal hysterectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.